Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver displayed error hwbbt. No additional patient or event information is available. The receiver was returned for evaluation. An external visual inspection was performed and found no observations related to the customer complaint. The receiver data log was downloaded and reviewed and hardware errors were observed. The reported event of the receiver displaying error hwbbt was confirmed. A root cause could not be determined.